Event description:
It was reported the patient was not ¿super happy with their device¿. When their device was first implanted they used it all the time but then got tired of it and ¿tired of the electric shock¿. After a move the patient had lost their patient programmer but then found it. They noted that ¿everything is going backwards now¿; their left is their right and their right is their left and ¿sometimes it goes all the way down¿. They noted that several years ago they met with a manufacturer representative for reprogramming session but now they do not have an health care provider (hcp) so requested listings. No interventions cause or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted:(B)(6) 2000, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted:(B)(6) 2000, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted:(B)(6) 2000, product type: extension. Product ID: 3998, lot# l85507, implanted: (B)(6) 2000, product type: lead. (B)(4).